Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 3 years and 1 month post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Additional information was received. Per the patients medical records, the patient presented with moderate prosthetic aortic valve paravalvular leak (pvl) and mitral valve regurgitation. The patients tavr valve was explanted and replaced with an edwards ispiris surgical valve. The patients mitral valve was replaced with a non edwards surgical valve. No complications were noted. The investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided. Therefore, no visual, functional, or dimension evaluation was able to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not performed. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A lot history review was performed and revealed no other similar complaints. A review of the IFU and training manuals also revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation paravalvular leak was unable to be confirmed as no patient medical record was provided. A review of the DHR and lot history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the report, approximately 3 years and 1 month post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. It was additionally reported that the patient presented with moderate prosthetic aortic valve paravalvular leak (pvl) and mitral valve regurgitation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information and unavailability of relevant imagery/returned product, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.